Event description:
It was reported that the bd syringe 20ml ll ns barrel was cracked. The following information was provided by the initial reporter: material#302055. Lot#2510008. It was reported that, an incident occurred during the administration of darzalex (chemotherapy), resulting in a loss of treatment due to a cracked syringe. Description of the incident an incident occurred during the administration of darzalex (chemotherapy) in a hospital. The 20 ml syringe used had a crack, resulting in the total loss of the medication contained in the syringe at the time of administration. The blister pack of the set was declared intact at the time of opening and the preparation/treatment had begun when the defect was noticed. A photo of the defect is available (see attachment). The quantity quarantined at the customer's premises (B)(4) syringe units this is a set containing 10 empty syringes for chemotherapy. Additional information provided: response received on - 3/5/2026 7:03 pm - (B)(6).. Could you specify the date of the event? The date of the event is unknown. We were notified on 16/02. Are samples available for analysis? No when was the defect noted? During or after use. If used, are the samples contaminated with? Cytotoxic drugs

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo provided to our quality team for investigation. Through visual inspection, a crack between the 5ml and 15ml marking was observed, verifying the reported concern. A device history review was performed for the reported lot 2510008. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line for this reference are sampled and are subjected to visual and functional inspections during the different manufacturing sub processes according to procedures. No issues related to the reported observation were identified during these inspections. Although a definitive root cause could not be determined, the damage most likely occurred during movement within the manufacturing equipment. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this event. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.